Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was emitting double beep sound without cassette. There was no patient involvement.

Manufacturer narrative:
Returned device was received in decent physical condition. There was evidence of ingression around the downstream occlusion sensor and on the chasis. Evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint was unable to be replicated by analysts but other issues were found including a double beep, no cassette error and failed dso pressure tests and occlusion tests. These issues were found to be caused by the ingression noted early and that the dso sensor was faulty due to these ingressions. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.